Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display and a cracked battery compartment. This report is made based on the results of an investigation completed on 09/12/2013

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/12/2013 with the following findings: observed the text on the display screen is dim/faded and discolored upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Confirmed the display lens is detached from the pump exposing the internal components. Observed the bolus button cover has a hole in it but is functional. Observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There were no issues of loss of power or moisture damage in battery compartment.